Event description:
Meter name: 2 one touch profile meters. Strip name: unknown. Meter code and strip code: both unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they went to the doctor's office. Their meter allegedly had missing segments. The results on their meter was unknown. Treatment was unknown. Patient taking insulin based on a guess of what the pt's readings might be. No further info has been reported.